Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of serious patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported that a CPAP device's sound abatement foam allegedly became degraded. There was no report of patient harm or injury. The patient also alleged having headache. The device was returned to the manufacturer quality product investigation laboratory for further investigation. During the initial visual inspection of the device manufacturer found evidence of contaminants present in the inlet filter area, in the outlet port, on the outside of the outlet port, and in the area where the humidifier latches to the base unit. Visual examination of the sound abatement foam did not reveal any unusual evidence to indicate foam breakdown. The device was disassembled for internal visual inspection. The manufacturer found evidence of contaminates present inside the unit. The manufacturer also found evidence of 7 types of contaminates of which 4 were found in the airpath. Dirt, dust, and fiber quantity and locations are consistent with operating the device without a pollen filter, ultra-fine filter, and/or operating the device in an environment with poor air quality. The manufacturer finds that these contaminates were likely sourced from external environmental conditions. The manufacturer applied power to the unit and provided the flow. The manufacturer reviewed the device error log. The manufacturer concludes that there was no evidence of sound abatement foam degradation. The contamination found within the device is consistent with being from an external source. Section h6 has been updated/corrected.

Manufacturer narrative:
The manufacturer previously reported in section b.2. Required intervention to prevent permanent impairment/damage. After review, it was determined no permanent damage was reported , this was incorrectly marked in section b.2. , phone number was added in section e1, consumer and foreign was marked in g.2. The report should have been sent for product problem only in section b.1.

Manufacturer narrative:
The manufacturer previously marked h10 incorrectly. This MDR was not submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints discovered as part of a retrospective remediation review.